Event description:
The facility reported a syndeo syringe pump with error 451. This error occurred 4 hours into an expected 48-hour patient infusion. The device had an audible alarm and interrupted the infusion therapy to the patient. The pump would not stop alarming and had to be swapped out. There was not patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump was received by baxter and is awaiting evaluation. A follow-up report will be filed once the device is evaluated or if any additional details become available.